Event description:
"It was reported that this right ventricular (rv) lead was a case of an attempted implant in the rv septum due to unknown cause. This rv lead was replaced with a (B)(6) model and not implanted. No adverse patient effects were reported." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).